Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp ss had a check valve malfunction. The following information was provided by the initial reporter: once infusion connected to the patient it began to backflow out of the first connector. It wouldn¿t go through into the ivc. Had to discard iron infusion.

Event description:
It was reported that as lvp 20d dehp ss had a check valve malfunction. The following information was provided by the initial reporter: once infusion connected to the patient it began to backflow out of the first connector. It wouldn¿t go through into the ivc. Had to discard iron infusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-18. H6: investigation summary one (B)(4) sample was received without packaging for investigation; blood was present throughout the line. A visual inspection identified dried blood around and under the male luer body and collar. Pressure testing identified leakage from the base of the male luer, however as the component was so heavily soiled no obvious damage could be identified which may have contributed to the observed leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance, no cracks or damage were identified to the male luer component which may have contributed to the observed leakage; however it is possible that the leakage originated from the tubing joint of the male luer and not the component itself. This is a hand assembled joint, therefore it is possible that the leakage occurred as a result of an inconsistent amount of solvent having been applied due to human error. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(4) product over the past 12 months. H3 other text : see h10.